Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl twist mp-1 5.0 mm 8 mm (1993) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant body and mount. Functional testing revealed that the implant and mount were able to assemble, retain, and disassemble as normal using hand tools. Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number k962106.

Event description:
It was reported that the implant body could not be removed from the mount. It was also reported that they placed another implant in same surgery.